Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2016. Date of issue and insertion is an approximate. The reaction was described as a skin irritation. Affected area was treated with triamcinolone prescribed on (B)(6) 2016. Date of prescription is approximate. At the time of contact, patient's skin reaction was healed. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.